Event description:
It was reported that during implant of a drg trial lead patient experienced a cerebrospinal fluid (csf) leak resulting in a headache. Lead was not implanted, and physician sent the patient home after having them lie down flat for 1-2 hours. Follow-up identified the patient's headache resolved on its own.